Event description:
It was reported that log files were submitted for review from before the patient's controller was exchanged. The log file noted routine events. Additional log files were submitted for review from after the controller was exchanged which captured a few low flow alarms that included flow dropping as low as 0lpm on (B)(6) 2026. This did not occur during a driveline disconnect event, and it was noted that there were driveline disconnect alarms at 14:04, 14:40, and 15:36. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.